Event description:
It was reported that a 12fr pressure injectable cvc kit was used for a patient requiring mass transfusion. During placement of the line, the physician encountered difficulty when attempting to retract the guide wire, as it became stuck. Despite multiple attempts, the guide wire could not be removed without force. Upon applying force, the guide wire began uncoiling and ultimately broke off, rendering the line unusable. The catheter was removed, and approximately a 5-inch section of the guide wire was found to have broken off and remained within the catheter.

Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 12fr pressure injectable cvc kit was used for a patient requiring mass transfusion. During placement of the line, the physician encountered difficulty when attempting to retract the guide wire, as it became stuck. Despite multiple attempts, the guide wire could not be removed without force. Upon applying force, the guide wire began uncoiling and ultimately broke off, rendering the line unusable. The catheter was removed, and approximately a 5-inch section of the guide wire was found to have broken off and remained within the catheter.